Event description:
The ge oec 9800 fluoroscopy system had arcing issues and customer requested info on x-ray tube replacement.

Manufacturer narrative:
A ge oec service rep investigated the issue and provided phone support for the facility bme requesting x-ray tube replacement for arcing issue. Assume third party replacement as no records indicate replacement tube provided by ge healthcare. Arcing issue often resolved by replacing x-ray tube. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.